Event description:
Reporter indicated a vns pt's generator was found to be on after surgery. The physician does not feel that he turned the device on and left it on. Follow up with the physician revealed he believes the setting change was a result of an interrupted system during the implant surgery, as the generator was set to diagnostic settings. It is known that the vns, if interrupted at any portion of the test, can change the settings to whatever portion of the test that is interrupted. Good faith attempts ot obtain add'l info have been unsuccessful to date.